Event description:
It was reported that presented in emergency room after experiencing pacemaker syndrome with pacemaker in backup vvi mode. An attempt for firmware download was unsuccessful. An external download was performed to successfully restore the device to normal function. The patient was reported to be stable.